Event description:
The bipap auto biflex device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician found evidence of visible foam particles inside the blower kit. Additionally, the service technician also noted error code present e066 (err stuck encoder b) and the device was found to have a dust fail contamination. The power connector was found to be destroyed. The device was scrapped by the service center after the evaluation was completed.